Manufacturer narrative:
An evaluation of the returned device found that the blade contacts are worn/damaged, and the oscillator head assembly is leaking. The unit was repaired, evaluation completed and final tested. The unit met all specifications. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be overdue preventative maintenance. The preventive maintenance was completed as part of this repair order. The service history was reviewed and no relationship to this complaint was found. A device history record (DHR) review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been a total of 11 reports, regarding 11 devices, for this device family and failure mode. During this same time frame 9,850 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.001. Per the instructions for use, the user is advised the following: prior to each use, ensure all accessories are correctly and completely attached and perform the required preoperative functional tests for the equipment and accessories. The hall® titan¿ handpieces shall be returned every 12 months for servicing. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the pro9350b hall titan primecut+ oscillating saw battery handpiece was being used on an unknown date during a knee replacement operation and the ¿saw stops when there is resistance¿. There was no impact or injury to the patient. The procedure was completed with a delay of a ¿couple of minutes, new saw was taken¿. The patient¿s condition was reported as ¿recovering from surgery ¿normal status¿.¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the pro9350b hall titan primecut+ oscillating saw battery handpiece was being used on an unknown date during a knee replacement operation and the ¿saw stops when there is resistance¿. There was no impact or injury to the patient. The procedure was completed with a delay of a ¿couple of minutes, new saw was taken¿. The patient¿s condition was reported as ¿recovering from surgery ¿normal status¿.¿ this report is being raised due to the reported malfunction with potential for injury upon reoccurrence.